Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The der states the capture blade in 86-5034 broke during patella resection. Femoral introducer/extractor broke during femoral trialing. The bolt that holds it together came out and became stripped. No surgical delay. No pieces of broken instrumentation left in patient.